Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. A osseotite® tapered certain® implant 4 x 10mm (xifnt410) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot number (2013070838). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013070838) for similar event (complaint category keyword: dental: medical : fracture) and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available. First/given name: unknown / not provided.

Event description:
Doctor reported implant fracture.